Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction on the ccd driver pcb. In addition, we confirmed that the air/water nozzle clog, the angle wire worn out, the bending rubber perforation, the insertion flexible tube(ift) damage, the u/d and r/l pulley wire worn out; however, these are not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
Ccd drive pcb malfunction variable restate (vr)/data reset. The time of event is unknown. There was no report of patient harm. Date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer.